Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 with drain volume of 4082 milliliters (ml) during cycle 2.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. The cause for the iipv found in the logs was determined to be insufficient drain due to use error; inappropriate bypass of the low drain volume alarm during initial drain. Additionally, the home patient bypassing phases in previous therapy have contributed to the iipv also. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient with regards to bypassing the initial drain, low drain volume, and drain phase. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.